Event description:
During a peripheral angiogram procedure on a (B)(6) patient with peripheral artery disease, the cope mandril was inserted via the needle from a stiffened micropuncture set. As the doctor attempted to remove the needle and insert the micropuncture sheath, the wire unspooled. Access was lost and the user had to carefully remove the remaining wire that was still inside the patient. The wire was removed in its entirely and no adverse events occurred to the patient. The procedure was completed successfully with a new wire.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.